Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological trauma"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received for pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, psychological trauma, vag. Discharge, hair loss, migraine and weight gain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified): results of confirm. Test bilateral occlusion. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer(B)(4) to which all information was transferred. Then this record# us-bayer-(B)(4) will be deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological trauma"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, psychological trauma, vaginal discharge, alopecia, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, psychological trauma, vag. Discharge, hair loss, migraine and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified): results of confirm. Test bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet received. Events added: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, psychological trauma, vag. Discharge, hair loss, migraine and weight gain. Patient demographic details information updated. Product indication female sterilization updated. Essure start date and stop date updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.